Event description:
It was reported that approximately eleven years and two months post-implantation, the patient underwent a knee revision surgery due to tibial implant subsidence and wear of the tibial bearing. Attempts have been made and no further information has been provided.

Manufacturer narrative:
(B)(4) d4 - this product is sold outside the us and therefore no gudid information exists. This device is considered similar to 05019279388882. G2 - foreign: event occurred in australia. G4 - the reported product is not sold in the us, the pre-market submission number for the similar product sold in the us is p010014. The device will not be returned for analysis; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional and corrected information. The following sections were updated: b4, b5, g3, g6, h2, h3, h6, h11. The following sections were corrected: d4. No product was returned or pictures provided; a product evaluation could not be performed. A review of the device manufacturing records confirmed no abnormalities or deviations that could be related to the reported event. Review of the complaint history found no additional related complaints for this item and the reported part and lot combination. A definitive root cause could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.